Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a dark circle around the patch, red particles, an extended opening, and fold creases. Weight measurement of the device identified device was underweight. Microscopic analysis was performed and identified a sharp opening with localized induced stresses, stress marks, a sharp curved opening in the same location as crease, and wear abrasion. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp opening with localized induced stresses assessed as surgical impact, and a sharp crease opening assessed as fold flaw opening.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.